Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 24 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper function (closure separation) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper function (closure separation). Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the unspecified bd barricor® tubes , the device experienced the stopper creeping out or having loose closure. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: about fifteen barricor® tubes already badly uncorked (about 200 barricor® tubes received in the laboratory today). I have just asked ortho to come and inspect the clamp of our uncorker. Additional information received on the 2nd sept. - have you noticed any damage or differences in the tubes? Nothing in particular to report on these tubes except for the bad uncorking, i.e. The coloured part of the cap is separated. - what were the consequences of this incident in your department? 1. The tubes concerned have to be uncorked manually: risk for the staff and time lost 2. Delay in the delivery of results: the incorrectly uncorked tubes are sent to 2. Delay in the delivery of results: the incorrectly uncorked tubes are sent to the automatons and then returned to the "error zone": time taken to convey the tubes to the line + time taken for the technician to resolve the problem = time lost for the delivery of the result: an estimated 20 to 30 minutes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: (B)(4).

Event description:
It was reported when using the unspecified bd barricor® tubes , the device experienced the stopper creeping out or having loose closure. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: about fifteen barricor® tubes already badly uncorked (about 200 barricor® tubes received in the laboratory today). I have just asked ortho to come and inspect the clamp of our uncorker. Additional information received on the 2nd sept. Have you noticed any damage or differences in the tubes? Nothing in particular to report on these tubes except for the bad uncorking, i.e. The coloured part of the cap is separated what were the consequences of this incident in your department? The tubes concerned have to be uncorked manually: risk for the staff and time lost. Delay in the delivery of results: the incorrectly uncorked tubes are sent to delay in the delivery of results: the incorrectly uncorked tubes are sent to the automatons and then returned to the "error zone": time taken to convey the tubes to the line + time taken for the technician to resolve the problem = time lost for the delivery of the result: an estimated 20 to 30 minutes.